Event description:
It is reported that the pt fell and experienced a proximal femoral fracture which caused the stem to loosen.

Manufacturer narrative:
This report will be amended when our investigation is complete.